Manufacturer narrative:
(B)(4). D10 ¿ unknown oxford bearing; item# : unknown, lot#: unknown. Unknown oxford femoral component; item# : unknown, lot#: unknown. G2 ¿ foreign ¿ australia. H3 ¿ other: device evaluation could not be performed as part# and lot# unknown. Also, device location is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery twenty-five days ago due to tibial tray loosening. Attempts have been made and no further information has been provided.